Manufacturer narrative:
The product associated with this complaint was not returned. However, a photograph was provided by the customer that confirmed the complaint. The lot number for the screw was not provided and therefore a device history record review could not be completed. No usage information was provided. A definitive root cause has not been determined.

Manufacturer narrative:
Discarded.

Event description:
The dentist reported the bar has a broken screw.